Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl with a trace of ketones and the cause was not known. The insulin delivery was increased as per a healthcare provider's recommendations and the high bg was resolved.